Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to a corroded motor home switch. Unable to verify error alarm, off no power or battery longevity due to the motor error alarm. Unable to perform the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests due to the motor error alarm. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed communication error and off no power. The insulin pump may have some moisture inside the screen. Customer's blood glucose level was 94 mg/dl. The customer was unable to exit the rewind and prime screen. The customer was advised that the device would be replaced and agreed to return the product for analysis.